Event description:
"4 august 2000, the doctor saw pt again today, and noted that the pt was much more animated than the pt was when the doctor first saw the pt. Furthermore, the pt told the doctor that the pt walks a couple of miles a day. Unfortunately however, the pt has small bilateral subdural hygromas. If they don't get any bigger, that should not be a major problem for the pt. Consequently, the doctor has arranged to review the pt with a further scan, in four weeks." At a later date, shunt was removed due to bilateral hygromas.